Event description:
Additional review indicated that when the patient¿s family first brought her in the patient¿s heart rate was up like in the 150¿s. Then it came down, but it spiked up a couple of times.

Event description:
Additional information received that the device was explanted. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient was "doing fine" at the time of the report and maintained on gablofen (baclofen) 350mcg/day (concentration unknown).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8711, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).

Event description:
The patient began to experience severe spasticity in her leg on (B)(6) 2012. The patient presented to the ER the night of (B)(6) 2012 with increased spasticity, pruritus, and pain in her legs. Withdrawal was also reported. The patient was admitted to the hospital. The pump was interrogated and the logs were believed to be normal. A catheter dye study was done on (B)(6) 2012 and the dye "did not go where it was supposed to go". Oral baclofen was given to the patient; as of (B)(6) 2012, the patient was "doing a little better now". Additional information has been requested, but was not available as of the date of this report.